Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before sep 23, 2014.

Event description:
It was reported that patient presented to the emergency room on (B)(6) 2021 after receiving inappropriate shock. During examination of lead, it was noted that the inappropriate shock was delivered due to oversensing of noise on right ventricular (rv) lead . The physician capped and replaced the rv lead on (B)(6) 2021. The patient was in stable condition.